Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2018) is known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? What is the quantity of the circular staplers (that are from stock) that are being returned?

Event description:
It was reported that during an unknown procedure, non-stapling of the anastomosis when firing. Product: cdh circular stapler. Unknown code and lot. The circular staplers in stock is being returned by the hospital due to customer complaint.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: before answering I need to clarify that all problems presented with the material happened before I joined the company and that from the moment I knew I made the first complaint report as training. Please confirm the specific product code of the circular stapler? What were the indications for surgery? I don´t know about the indications for surgery. What healthcare professional fired the device and what is his/her experience with the device? The healthcare professional knows the device and knows how to use it. Where in the green gap setting scale was the indicator located prior to firing? At time the procedure there wasn´t any employed of j&j to visualize the green gap and confirm this information but, the healthcare professional knows about the stapler functions. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? The healthcare professional knows about the stapler functions but, I can´t confirm this question. Was the device difficult to close? At time the procedure there wasn´t any employed of j&j to confirm this information but, the healthcare professional related no problem to close the stapler. Was the device difficult to fire? The healthcare professional don´t told me about this information. Did the healthcare professional receive audible & tactile feedback when firing the device? The procedure happened a long time ago. The healthcare professional doesn't remembered about that information but, he knows about the stapler functions and how use it. Were any staples observed in the tissue or anywhere in the surgical field? If so, please describe. The healthcare professional don´t told me about this information. Was the tissue cut? No. Were the donuts inspected? If so, please describe. The healthcare professional don´t told me about this information but, he knows about the stapler functions and the procedure to do post firing. Was a complete transection of the white, plastic washer confirmed? The procedure happened a long time ago. The healthcare professional doesn't remembered about that information. How was the procedure completed? Manual anastomosis. What was meant by ¿re-stenosis in their patients¿? I don't know how I can answer this question, I only related exactly the client told me about the problems but, the real problem is non-stapling of the anastomosis when firing. Were there any patient consequences or changes to the post-operative care of the patient? Please explain. The healthcare professional don´t opened this information for me. What is the current status of the patient? The hospital don´t talk about status of the patient. Would the surgeon be interested in speaking with ethicon medical and engineering personnel? The healthcare professional do not be interested in speaking with ethicon medical and engineering personnel. I have no further data to provide beyond those mentioned above.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: were there any patient consequences? What is the quantity of the circular staplers (that are from stock) that are being returned? Response: the j&j sales representative registered the complaint, regarding the dissatisfaction of the hospital's physicians with the cdh circular staplers due to reports of re-stenosis in their patients. Further information on patient consequences and dates are not available so far. The products returned will not be sent to analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the specific product code of the circular stapler? What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were any staples observed in the tissue or anywhere in the surgical field? If so, please describe. Was the tissue cut? Were the donuts inspected? If so, please describe. Was a complete transection of the white, plastic washer confirmed? How was the procedure completed? What was meant by ¿re-stenosis in their patients¿? Were there any patient consequences or changes to the post-operative care of the patient? Please explain. What is the current status of the patient? Would the surgeon be interested in speaking with ethicon medical and engineering personnel?